Event description:
According to the reporter, on a totally laparoscopic hysterectomy, during the closure of the vaginal cuff, the needle became stuck in the vaginal cuff. In trying to dislodge the needle, it broke in half, leaving 1/2 of the needle was embedded in the vaginal cuff and could not be retrieved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.